Event description:
Procedure type: urological/gynecological. According to the reporter: the pt underwent surgery for treatment of pelvic organ prolapse and stress urinary incontinence. Allegedly, the pt experienced pain, injury and has undergone corrective surgery. According to the pt's operating room record, the preoperative diagnosis included stress urinary incontinence, and the operative procedure performed included an anterior repair and tot.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00100 (uretex).